Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1091402. Medical device expiration date: 2026-03-31. Device manufacture date: 2021-04-01. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using 50 ml bd luer-lok¿ syringe sterile, single use foreign matter was found in the fluid pathway. The following information was provided by the initial reporter: it was reported by the consumer particles in syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 29-mar2022. H6: investigation summary: it was reported there are particles in the syringe. To aid in the investigation, one sample in a sealed packaging blister and one photo were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The photo provided shows a syringe with solution inside it. The syringe barrel has a black speck that appears to be embedded degraded resin. No other defects or imperfections were observed in the photo. A device history record review was completed for provided material number 309653, lot numbers 0058586 and 1091402. The review did not reveal any detected quality issues during the production of the lots that could have contributed to the reported defect. To date, there have been no other similar events reported for these lots. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but, without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
It was reported while using 50 ml bd luer-lok¿ syringe sterile, single use foreign matter was found in the fluid pathway. The following information was provided by the initial reporter: it was reported by the consumer particles in syringe.